Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.

Event description:
It was reported per field service report: symptom - during transport pump ran 15 minutes before shutting off. Findings/action taken: found battery operation less than 10 minutes; shut off with no alarms. Replaced battery. Functional check ok. Per the perfusionist, the pump was exchanged off the pt. The transport was within the hospital and the delay in therapy was approx 5 minutes. There were no reported pt complications.